Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The patient received a replacement battery pack.

Event description:
A recent patient download from a (B) (6) female patient revealed several "battery charger fault" flags. Further review of the patient record revealed that these occurred on the same battery. Support attempted to reach the patient and there was no answer. Support contacted the patient on (B) (6) 2009, and exchanged the battery pack.